Event description:
It was reported that the pump battery could not be charged due to user error.customer could not provide further information. Subsequently, the pump shutdown. Resulting in the customer experiencing an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A manual insulin injection was administered to address bg. Reportedly, the customer was able to successfully charge the pump and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.